Manufacturer narrative:
Follow-up #1: date of submission 18-jul-2018: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2018 with the following findings: on investigation, moisture behind the display lens was not confirmed. There was, however, corrosion in the battery compartment. The returned battery cap was intact and able to fit to the pump properly. The pump failed to power on; there was no audio tone, vibration or illuminated screen. Leak testing revealed moisture ingress at the site of a crack in the battery compartment; additional moisture damage was found inside the pump on the printed circuit board and internal components. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.